Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted as pump was being used with saline. Customer was able to reload the cartridge successfully.